Event description:
It was initially reported that a patient's lead and generator were explanted due to an infection. Follow up with the physician revealed that the patient did not develop an infection but it was rather a wound dehiscence and the device was not replaced. There was no patient manipulation or trauma that may have contributed to this event. Good faith attempts to obtain additional information have been unsuccessful to date.